Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent an breast augmentation primary with two 425cc mentor smooth round moderate profile saline breast implants has experienced unexplained systemic symptoms postoperatively, including 50 symptoms, pain, burning, headaches, vertigo, brain fog, neck pain and stiffness, difficulty swallowing, head pressure, anxiety, joint pain, muscle aches, poor sleep, low libido, gastrointestinal problems, night sweats, migraines, swollen and tender lymph nodes, sudden food intolerances and allergies, nervousness, hyperpigmentation, uti symptoms, dehydration, abdominal pain, trouble breathing, chest discomfort, pain in the liver area, rib pain, body odor, bad posture, bone pain, decline in vision, weight problems, hair loss, muscle weakness, memory loss, difficulty concentrating, fatigue, ear ringing, heart palpitations, heat and cold intolerance, nausea. Patient reported that she has seen various medical professionals. Mentor has not received any diagnosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.